Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported unknown side "rupture." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported unknown side "rupture." The device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted rupture. Patient reported that rupture did not occur on left side device. Hence rupture is being unreported.

Event description:
Patient reported left side "visibility/palpability, microcalcifications, steatonecrosis, and oily cysts." These events have been deemed not device related. Previous medwatch submission noted rupture. Patient reported that rupture did not occur on left side device.